Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfilled cartridge alarm) occurred when two cartridges were filled with 300 units of saline. There was no impact to the customer's blood glucose level as the customer was using saline.